Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 in the morning with a low blood glucose level of 30 mg/dl. The customer did not have their insulin pump with them at the time of the call to confirm their settings on the device. The customer did not state whether the insulin pump had anything to do with the cause of the low blood glucose. The customer will call back to troubleshoot the issue. The customer did not return the product back for analysis.